Manufacturer narrative:
The insulin pump had button error alarms and unresponsive buttons due to corroded keypad traces. No ramping numbers noted. The device had cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.